Manufacturer narrative:
Three attempts were performed to obtain additional information, but no response was received from the customer. An internal investigation was initiated to determine the cause of the malfunction. The columns were contaminated with moisture wherein caused high column pressure, low internal oxygen, low external oxygen, high power, sieve warning error. The problem was reproduced and confirmed that the patient was running the unit on low battery wherein caused error 1. The damage to the mount plate was due to vibration of the device.

Event description:
The customer's daughter reported to inogen, the portable oxygen concentrator is not providing adequate amount of oxygen. In turn, the customer went to the hospital via paramedics. In turn, the patient received a replacement portable oxygen concentrator.